Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in toulouse, france. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, patient pump 1, 2, circulator motor and distribution board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to patient circuit 2 pump that did not start (power consumption is too low). The issue occurred at setup. There was no patient involvement.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2019. Based on technical intervention and considering the investigation results of similar complaints, the most likely root cause of the reported event can be traced back to motor pumps bearing damaged by the corrosion. This was likely due to environmental conditions, as water infiltration, humidity, condensation or high temperatures in the stationary phase, which did not allow the motors to freely rotate and required a power overload to work, which could have led to an over-current that ultimately caused damages to the distribution board.

Event description:
See initial report.